Manufacturer narrative:
The device was implanted 4 years ago when the patient was (B)(6) and still skeletally immature. The device has reached its maximum extension and now needs revision which was an anticipated event. On the x-ray review it was confirmed that the device had reached its maximum extension. The explanted device was not returned for evaluation, the revision was carried out successfully without any reported complications or device related issues. A DHR review revealed no product related issues. A revision related to minimally invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. Corrected data: dob corrected from (B)(6). Distal femur jts correct to jts extendible distal femoral implant.

Event description:
The surgeon reported that the patient's distal femur jts has reached maximum extension and has requested a replacement device. This is a supplemental report to 3004105610-2016-00031 ((B)(4)).

Manufacturer narrative:
X-rays have been reviewed by the design office and confirm that the patient has a 25mm of extension remaining on the device. The revision procedure will be scheduled after the penultimate lengthening, which is estimated to be in the (B)(6) 2016 timeframe. A review of the batch records confirm that the device was manufactured to specification. The investigation is ongoing. A supplemental report will be provided.

Event description:
The surgeon reported that the patient's distal femur jts has reached maximum extension and has requested a replacement device.